Event description:
The laser system has the following problem: "the chiller would not maintain an adequate flow rate". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to diode component failure. After this component replacement, the laser system restarted to work correctly. We are unaware about patient injury.